Event description:
A customer observed seven falsely elevated bun results tested on the vitros 5,1 analyzer. The results were not reported out of the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
During the event investigation, the customer confirmed that a calcium slide cartridge was manually loaded into the slide supply position that had been incorrectly identified as containing a bun cartridge. Acceptable bun results were obtained after the customer correctly loaded a bun cartridge in the slide supply and reprocessed the affected samples. No malfunction occurred. The vitros 5,1 operated as programmed and intended. The root cause of the event is user error.